Manufacturer narrative:
(Date of event): the exact date of the event is unknown. The provided event date (B)(6) 2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event.

Event description:
A report was received via social media that the patients ipg was non functional. The patient underwent an ipg replacement procedure.